Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported the infusion port dislodged from the trocar during a retinal procedure. The procedure was completed. There was no pt harm.